Event description:
It was reported during surgery, the unit spontaneously displayed an error code e2 (cut or coag foot pedal may be stuck in the on position). There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Return of the device was indicated, however as of 10/22/2012, the device has not been returned. Review of the lot history record revealed no anomalies. End of report.